Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, high, out of range, hv lead impedance was observed. Lead was replaced on (B)(6) 2016. The procedure went well with no complications.